Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was having discomfort at the ipg site. The patient underwent a pocket revision procedure wherein the ipg was relocated. The event was believed to be not device related. The patient was doing well postoperatively.